Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the units alarms but cannot hear, so not sure if it is working.